Event description:
Pump declared alarm 20 during operation, and the subsequent investigation confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer attempted to load a new cartridge with the assistance of technical support but experienced a recurring alarm, preventing resumption of insulin therapy. Consequently, technical support decided to replace the pump, providing instructions for returning the malfunctioning unit, and the customer was informed about proper storage mode procedures.